Manufacturer narrative:
Additional contact details: phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium tank looses gas too easy. Hearing a hissing noise near the monitor. Patient involvement is unknown. A getinge field service engineer evaluated the unit and found the helium tank gasket to be seated improperly in the tank holder. Fse discarded this gasket and installed a new one. Fse performed a helium leak test and found the unit to be within manufacture specifications. Internal tank did not lose any helium, external tank only lost 5 psi within 5 minutes. Per manufacture specs unit is allowed to leak 20psi within 5 minutes. Fse performed a full pm per manufacture specifications, unit passed all test and calibrations and is now ready fo clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium tank is losing gas, a hissing noise is being heard near the monitor.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a